Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information from the attorney of the family on december 27, 2021 that the customer was admitted on or about the (B)(6) of (B)(6) 2019 to emergency room to get treated for high blood glucose level. Customer's blood glucose was over 500 mg/dl. Customer's insulin pump was not working well. The insulin pump will not be returned for analysis.